Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the ball plungers were rusted. This calibrator was originally returned for repair due to a bent pin in one of the chambers when the rusted ball plungers were found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.